Manufacturer narrative:
Report confirmed. Evaluation determined that the tool broke planar and perpendicular to axis of rotation. This tool will not fracture like this when rotating at speed and side load applied. This type of fracture occurs when leaned sideways and when drilling holes without irrigation. The likely cause was identified as misuse. Either the tool was used to drill without adequate irrigation which caused overheating or tool was stopped and leaned to the side when it broke. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that dissecting tool broke during a procedure while turning flap. The procedure was completed with another tool. There was no patient impact and no significant delay.